Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "at 09:00 on (B)(6) 2023, a leak was found in the joint of the infusion port when the patient was given infusion." No other information was provided.